Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that following procedure the patient experienced incontinence, urgency and urinary frequency. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.